Event description:
Reportedly, the anastomosis was not completed; only one of the doughnuts was found. The surgeon converted to a laparotomy and applied another device. Procedure: lap colon. Pt sex: unk.